Event description:
A 64-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. During review of the patient´s medical records, received by novocure on (B)(6) 2024, it was noted during an outpatient hospital visit on (B)(6) 2024, the patient developed dermatitis, characterized by pruritus and a rash beneath the transducer arrays. The patient was prescribed triamcinolone ointment, which reportedly alleviated the rash, and hydroxyzine to manage the pruritus. Optune gio was temporarily discontinued. Attempts to contact the prescribing physician for additional information were made, but no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the dermatitis cannot be ruled out. Dermatitis is an expected event with optune gio device use (B)(4). Additional note: manufacturing date of (B)(6) is (B)(6) 2016.

Manufacturer narrative:
On (B)(6) 2024, novocure received additional information from the prescribing physician, that stated he was unaware of the patient experiencing scalp irritation. If present, the physician indicated that it was unrelated to the patient's recent hospitalization. The patient was receiving concomitant bevacizumab, but not steroids. Additionally, the physician reported that the patient died on (B)(6) 2024, due to causes unrelated to optune gio therapy. Novocure agrees with the physician's assessment that patient´s death was unrelated to optune gio therapy and related to the underlying disease (gbm).